Event description:
It was reported that an asymptomatic patient presented to the emergency room with the device in backup vvi. It was noted that the patient had received therapy from the device and had subsequently been externally defibrillated. A successful download was performed and the device was restored to normal operation. It was later reported that the patient went into agonal rhythm and CPR was started. The family elected to change the patients code status to dnr and stop resuscitation. The patient expired.

Manufacturer narrative:
No medwatch form was received.